Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the patients order was not crossing. The technical support specialist stated that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis medstation es system patient's orders were not showing up. The customer stated that this malfunction was impacting the patient care. However, there were no adverse events or injuries reported based on this event.